Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02112. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was deployed, but it was too proximal, so it was fully recaptured. The access system was repositioned using a pigtail catheter. The delivery system was flushed again and inspected. The physician redeployed the closure device and it disconnected from the core wire. It was deployed in a good position in the laa. It was well compressed with no leaks detected on the echocardiogram. The physician was checking for a pericardial effusion when he noticed small air bubbles trapped in the la. Since they were so small, the physician was not concerned and no intervention was performed. The patient was stable with no complications.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) inside the related device (was). The devices were bloody. The device was returned without the implant. The hub, valve, sheath, tip and core wire were microscopically, tactile and visually inspected. Inspection revealed tip damage (tricuts flare/abrasions), and sheath damage (abrasions). The damage found to the tip and the sheath is consistent with a full implant recapture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Because the physician reported a full device recapture, this may have contributed to the reported air embolism. The dfu list the steps for recapture: ¿a. Advance tip of access/delivery system assembly up to face of device (do not unsnap). B. Fix deployment knob with right hand and gently advance access/delivery system assembly over shoulders of device. Position right thumb against delivery system for stability. Resistance will be felt as device shoulders collapse. Continue to advance assembly until device is completely collapsed and recaptured (past anchors). C. Withdraw device until distal tines are proximal to marker band then tighten hemostasis valve. D. Unsnap, delivery system from access sheath while maintaining position. Slowly remove delivery system. E. Insert pigtail catheter to reposition access sheath in laa if necessary. F. Repeat steps 7-14 with new delivery system.¿ (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02112. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was deployed, but it was too proximal, so it was fully recaptured. The access system was repositioned using a pigtail catheter. The delivery system was flushed again and inspected. The physician redeployed the closure device and it disconnected from the core wire. It was deployed in a good position in the laa. It was well compressed with no leaks detected on the echocardiogram. The physician was checking for a pericardial effusion when he noticed small air bubbles trapped in the la. Since they were so small, the physician was not concerned and no intervention was performed. The patient was stable with no complications.